Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the low 200's (mg/dl); however, the exact value was not provided. Reportedly, the carbohydrate ratio and target bg level settings needed to be changed. The customer administered a bolus and changed the settings successfully.